Manufacturer narrative:
Device evaluation: the device was broken shell and missing shell. A microscopic analysis and leak test were performed which identified, two openings striated and broken striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: two openings striated in the side anterior assessed, as surgical damage. A striated edge broken in the side anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Patient reported, "deflation" against left device. Physician confirmed, deflation on left side. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation."

Event description:
Patient reported "deflation" against left device. Physician confirmed deflation on left side. The device has been replaced.